Event description:
The pt was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Examination was not possible as the products were returned. A search of the complaint database found no prior reports for the reported part and lot combination on the global shoulder. The part/lot info for the glenoid was not provided. Provided info marked on the device experienced report is marked that the products are not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed at this time. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.